Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest, which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products.